Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient suffered from twiddler syndrome. The left ventricular lead had dislodged. The lead was explanted and replaced. The patient was in good condition prior and post operation.